Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a file corrupt error on the monitor. The fe confirmed the system did not boot up and was non-functional. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.